Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (358 mg/dl). Customer changed out supplies and infusion sites and ultimately reverted to insulin injections. Customer reported seeing air bubbles in the tubing. Additionally, customer reported using cartridge for up to five days and humalog insulin beyond the two day labeling.